Manufacturer narrative:
(B)(4). Date received by manufacturer. In the initial medwatch submission, the incorrect date received by manufacturer was populated as (B)(4) 2011. The correct date received by manufacturer was (B)(4) 2011.

Manufacturer narrative:
(B)(4), evaluation results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on (B)(4), 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the hav antigen code (B)(4) which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Event description:
The customer stated they observed an increase in architect havab-m gray zone patient results and upon retest, the samples repeated gray zone when reagent lot 93794hn00 was is use. The customer stated they did not experience this issue with the axsym havab-m assay. The customer was advised to change and calibrate the analyzer probes, however, the customer chose to test patient samples with the axsym havab-m method until the architect gray zone issue was resolved. The customer provided one example of the gray zone results as follows: (B)(6). There was no known impact to patient management.